Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 367mg/dl. The customer states they treated with pump and manual injections. Troubleshoot was conducted. The device was found to have passed the high pressure test and be functioning as designed. The customer was advised of potential site and set issues. The customer was advised to monitor the device and contact their healthcare provider over other sites and sets.